Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer would not power on, the power supply was out of electrical specification. It was also noted that the bottom case was worn out and missing a foot, the printer was not functional, the radiofrequency (rf) head connector on the circuit board was damaged, the system fan was noisy, and the stylus was missing. Concomitant products : product ID 229047 analyzer. (B)(4).

Event description:
The programmer and analyzer were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).